Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and high ketones. The customer's blood glucose was over around 200 mg/dl at the time of the hospitalization. The customer's blood glucose was 408 mg/dl at the time of incident. The customer's blood glucose was 248 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin drip. The customer stated that she gave herself 10 units by glucagon shot and it helped bring down her blood glucose. The time of the hospitalization was 4:45pm and the date of the hospitalization was (B)(6) 2015. The customer stated that she was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.